Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the battery was shocking the patient at the implant site. It was noted that the patient had a recent car accident. It was unknown if the car accident was causing the ipg to shock the patient. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.